Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Device information - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial bilateral total knee arthroplasty on (B)(6) 2015. During the procedure, the anterior stabilized trial bearing fractured while the surgeon was inserting the trial bearing into the baseplate. All fractured fragments were removed from the patient.